Event description:
Medtronic received information that this bioprosthetic aortic heart valve was implanted without reported complication. On post-op day 4 or 5, a pre-discharge echocardiogram was obtained, which demonstrated central regurgitation. The device was explanted on post-op day 5. There have been no reported patient symptoms or complications.

Manufacturer narrative:
Analysis: the valve was returned to medtronic in formalin. The leaflets were observed to be intact and slightly stiff, but flexible. Hydrodynamic testing shows that the gradients are higher than expected when compared to the clinical control group of the same size and model valve. High speed video evaluation shows that the leaflets appear to be stiff and resistant to opening at lower flow rates. At higher flow rates, the leaflets open fully, but still appear stiffened. Upon closure, there is no evidence of gapping or other evidence of leakage. The stiffness of the valve and resultant gradient findings are suspected to be due to exposure of the valve to formalin, as there were no reports of post-implant high gradients. Review of the device history record for this product shows that the valve met manufacturing specifications when release for distribution. Conclusion: device evaluated and alleged failure could not be duplicated. No leaks/regurgitation identified during testing. Cause of the event is unknown. There have been no adverse patient effects reported.